Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The graftmaster device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the 3.5 x 38 mm xience alpine stent was deployed in the non-tortuous, heavily calcified, left anterior descending (lad) artery; however, a distal stent edge perforation was noted. A 2.8 x 16 mm graftmaster was attempted to cross the perforation without success and was removed without issue. A 2.8 x 26 mm graftmaster was successfully implanted to seal the perforation. It was noted that the patient was treated for pericardiocentesis and cardiac tamponade related to the perforation. The patient had surgical bypass as poor vessel distal flow was noted. The patient was reported in good condition post-surgery. No additional information was provided.